Manufacturer narrative:
Additional information was provided that there was no patient present at the time of the event.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked rear housing. Event history log review was performed and found no evidence of reported problem. During investigation cassette was attached to the device and ran with no issues. The customer reported problem could not be duplicate "no disposable" alarms. Service's recalibrate the pump upstream sensor and replace downstream sensor as preventive measure. No fault found during investigation.

Event description:
Information was received indicating that this smiths medical cadd legacy pump displayed no alarm at cassette removal. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.